Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the physician's office for a follow-up check. Upon review, the atrial lead exhibited noise. No intervention was performed. Patient was stable.